Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vio integrated electrosurgical generator unit (iesu) and completed the device evaluation. Failure analysis (fa) team was able to reproduce the reported complaint by placing the unit on an in-house system and was run in normal mode. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The part has been received; however, isi has not completed the failure analysis to confirm/identify any reportable failure mode(s).

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 was noted on the integrated electro surgical unit (iesu). The customer converted to another dv system to complete the procedure. There was no report of injury.